Event description:
Case description: investigation results: novopen 4, batch: hvgn733. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Final manufacturer comment: 09-dec-2025: the suspected novopen 4 device was not returned to novo nordisk for assessment. Examination of the reference sample did not reveal any irregularities connected to the reported issue. A review of the batch documentation showed everything to be in order, and no additional contributing factors were identified. Due to the limited information available about how the suspected device was handled, it is not possible to determine a definitive root cause regarding the novopen 4's functionality. Since last submission case was updated with the following: inv results updated in qc comment and qc results. Expected date of fu removed and final report ticked in EU/ca tab. Bcdg codes updated in device addendum. Malfunction and is non-reportable updated to no in-device tab. Narrative updated accordingly. H3 continued: evaluation summary: investigation results: novopen 4, batch: hvgn733. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.

Event description:
Event [preferred term] (related symptoms if any separated by commas) patient suffered from hyperglycemia and had to be hospitalized in ICU [hyperglycaemia], patient didn't inject the correctly adjusted dose because of an issue at his/her np4 [incorrect dose administered by device], dose button is stiff [device mechanical issue]. Case description: study ID: (B)(6). Study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient age, height, weight and body mass index were not reported. This serious solicited report from egypt was reported by a consumer as "patient suffered from hyperglycemia and had to be hospitalized in ICU(hyperglycemia)" with an unspecified onset date , "patient didn't inject the correctly adjusted dose because of an issue at his/her np4(incorrect dose administered by device)" with an unspecified onset date , "dose button is stiff(device mechanical jam)" with an unspecified onset date and concerned a male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", medical history was not provided. On an unknown date, reporter stated that patient didn't inject the correctly adjusted dose because of an issue at his np4 (novopen 4), as the dose button was stiff. Patient suffered from hyperglycemia and had to be hospitalized in ICU because of a problem with np4 and not injecting complete insulin dose. Other details of hospitalization were not reported. Batch numbers: novopen 4: hvgn733. The outcome for the event "patient suffered from hyperglycemia and had to be hospitalized in ICU(hyperglycemia)" was not reported. The outcome for the event "patient didn't inject the correctly adjusted dose because of an issue at his/her np4(incorrect dose administered by device)" was not reported. The outcome for the event "dose button is stiff (device mechanical jam)" was not reported. Reporter's causality (novopen 4) - patient suffered from hyperglycemia and had to be hospitalized in ICU(hyperglycemia) : unknown . Patient didn't inject the correctly adjusted dose because of an issue at his/her np4(incorrect dose administered by device) : unknown . Dose button is stiff(device mechanical jam) : unknown . Company's causality (novopen 4) - patient suffered from hyperglycemia and had to be hospitalized in ICU(hyperglycemia) : possible . Patient didn't inject the correctly adjusted dose because of an issue at his/her np4(incorrect dose administered by device) : possible . Dose button is stiff(device mechanical jam) : possible. Event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated. Preliminary manufacturer comment: 23oct2025: the suspected device was not returned to novonordisk for investigation. No conclusion is reached.